Manufacturer narrative:
The reported event is confirmed upon investigation of the returned product. Visual evaluation identified signs of use throughout the device and confirmed that the distal tip of the pick had fractured off. The shaft of the device was also found to be bent. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device upon insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during an ankle arthroscopy the tip of the chondral pick broke off inside the patient. All was retrieved. To proceed the surgeon used k-wires and the case completed.